Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the mp4 vent port was occluded.

Manufacturer narrative:
Terumo has not received the actual device for eval, thus, terumo plans on submitting a follow-up report when more info becomes available. (B)(4).